Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
During a carotid stenting procedure, blood flow was stopped after post balloon dilatation. Blood was removed from around the distal protection device with an aspiration catheter. Blood flow was recovered. The pt is a male. The target lesion was located in the carotid artery (side unknown). The vessel was described as tortuous. Calcification and rate of stenosis are unknown. The lesion was pre-dilated with a 4mm balloon. An angioguard distal protection device was in place distal to the lesion when the lesion was pre-dilated, the precise stent was placed and post-dilated with a 4mm balloon (brand unknown). After the balloon was removed from the pt, the physician recognized that there was no flow past the lesion. When the debris was aspirated from the filter basket, blood flow returned to normal. Act was recorded as 340. The pt was neurologically intact when taken from the angio suite. The next day, the physician detected a slight paralysis on the left leg and conjugated deviation. Though, on the day of the procedure, there was no problem. Also, no focus of disease was detected in mr images immediately after the procedure.